Event description:
The doctors claim that the graft was implanted for a femoral-popliteal bypass and leaked approximately 250-300ml of blood combined from its walls and the anastomosis (suture line). The leakage was stopped with protamine. The graft was left in. There was no injury or complication to the patient. The clinicala outcome was ok. The patient's condition was ok.